Event description:
My dexcom g6 sensor repeatedly gets errors that force me to switch the products days early, wasting them and running into problems with my blood sugar that can be life threatening the days it malfunctions. FDA safety report ID# (B)(4).